Manufacturer narrative:
The device was received on (B)(6) 2011 and is currently under analysis. Preliminary analysis results have not identified any indication of a device malfunction. It is worthwhile to note, that the use of rf-surgery is addressed in the technical manual, including that rf-surgery equipment may damage the device and that emergency resuscitation equipment needs to be readily available.

Event description:
Biotronik was informed by boston scientific that this pacing system analyzer (psa) model 3145 was used during a device replacement procedure in a pt with 3rd degree av-block and an escape rate of 15 bpm to 27 bpm. The rv lead was connected to the psa to provide temporary pacing. Upon rf-surgery application the psa displayed an error notification and pacing stopped. It was reported that the pt experienced an asystole for a few seconds. Pacing support was re-established by re-connecting the lead back to the pacemaker. The psa was re-booted and operational thereafter. No adverse pt effect was reported.